Event description:
This case was reported by a regulatory authority and described the occurrence of neuropathy in a male pt who received poligrip cream for dentures. Co-suspect medication included fixodent. In 2004 the pt started poligrip (dental) and fixodent (dental). On (B)(6) 2006, at an unk time after starting poligrip and fixodent, the pt experienced numbness and severe pain in both feet and legs. The pt was diagnosed with neuropathy. The regulatory authority reported that the event was disabling. Treatment with poligrip and fixodent was discontinued in 2008. At the time of reporting, the event was unresolved. The manufacturer's report number for this case is 9681138-2009-00016. Poligrip is manufactured in (B)(4), and neither the product nor lot number for this product is available. (B)(4).